Manufacturer narrative:
The device remains implanted and is therefore not accessible for evaluation. As the lens lot and serial number are unknown, the device history record cannot be reviewed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Manufacturer narrative:
The lens remains implanted and is not available for investigation. A review of nonconformances did not identify any inconsistencies that would contribute to the reported event. The investigation is in progress.

Event description:
The user facility in the (B)(6) reported that during the attempted implant of an intraocular lens (iol), the registrar loaded the device and while injecting noted that one of the haptics was stuck in the injector. The iol could not exit the inserter to enter the patient¿s posterior chamber. No secondary delivery device was used. A second port was used to help the trailing haptic out and the lens remains implanted in the patient's eye. The incision had to be widened and sutures were required as the inserter¿s plunger mushroomed. The initial incision size was 2.2 mm and it is uncertain what the enlarged size was. The inserter¿s tip had to be mushroomed as the lens haptic was stuck behind the inserter¿s plunger. It was also reported that the tip of the plunger looked to be split on inspection at the end of the case. It was reported there is no additional known patient impact.